Event description:
This event involved a patient who experienced foreign material in the driveline connector approximately 24 days post heartware lvad implantation. The site called to report electrical fault alarms with the patient controller. Vad coordinator inspected the driveline. No wire exposure was noted, only a slight discoloration on connector was observed. A scheduled driveline cleaning procedure and elective controller exchange was performed by a heartware field clinical engineer without patient injury.

Manufacturer narrative:
Device evaluated in the field by heartware clinical engineering personnel. The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was not returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad pump hw2580 in relation to the reported event. These included visual analysis and non-conforming material record review. The product remains implanted in the patient and therefore is not available for return to heartware. Contamination of the hvad driveline connector was visually confirmed by the heartware field engineer and a cleaning procedure was conducted per procedure. The contamination was identified as the cause of the electrical fault alarms (contamination around the pin insulates it and results in an open condition, i.e. Front open phase_a, resulting in single stator operation). The controller was electively exchanged. The controller was received by heartware and was tested. The returned controller was analyzed and contamination was confirmed inside the dl connector. The controller passed functional analysis despite the contamination. An internal investigation (B)(4) has identified the root cause of these types of events as being driveline connector contamination and a cleaning procedure was implemented; however, the root cause of the contamination itself remains unclear. Product remains implanted.